Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working outlet, tandem charging cable, and wall adapter, and that the pump later shut down and could not be turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, agreed to use multiple daily injections if pump battery depleted, and was later provided replacement tandem charging cable and wall adapter.